Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012407358 was returned and additional analysis was performed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.066 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0074 psig and in an acceptable range. The returned contour was inspected using borescope and a polytetrafluoroethylene (ptfe) liner string was found hanging in the inner layer of returned sheath. In conclusion, the sheath failed the returned product inspection due to a kink observed on the side port tube and the ptfe liner delaminated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the transseptal puncture was performed successfully with the sheath and integrated dilator/needle. Another manufacturer's product was used for mapping. Ablations were performed using the catheter and the catheter was removed, and additional mappings were performed. The catheter was reinserted, and ablations were performed. The catheter was removed, and additional mappings were performed again. There was still a spot in the atrium that the physician wanted to ablate so the catheter was reinserted. Three ablations were made and then it was observed on the intracardiac echocardiography (ice) images, that an object was attached to the end of the catheter and appeared to be floating in the atrium. Negative pressure was pulled on the sheath as the catheter was removed from the heart and into the sheath. The case was completed with pulsed field ablation. Post mapping was completed, and the procedure was considered successful. On the back sterile table, the catheter was removed from the sheath. The array was in the introducer and the introducer was pulled back exposing the array. The piece of plastic was described as "thin and long not much different then hair would be and it was wrapped around the array with a portion loose to move". No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012407358 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. No additional anomalies were detected. The steering mechanism and deflection test were performed. No anomaly was discovered. The functional testing was performed. No anomaly was discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with uson leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.066 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0074 psig and in an acceptable range. In conclusion, the sheath failed the returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.